Manufacturer narrative:
Vessel afs. Balloon twist observed at nominal pressure at first inflation. Evaluation summary: a visual and a tactile inspection was carried out on the returned device: a twist has been found on the balloon at 68 mm from the tip. Traces of dry blood were found on the device. No further issues were detected. The device was flushed and a 0.018¿ guide wire was successfully advanced through the device. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, since no bubbles emerged in the water column. Afterwards, the balloon was inflated at: - 2 bars: a change in the balloon profile was noted. Wrinkles are visible in correspondence of the twisted point. - 4 bars: the change in profile of the balloon was still visible. Wrinkles are still visible. - 7 bars: the change in profile of the balloon was no longer visible. A twist on the guide wire lumen underneath the twisted point of the balloon was detected. Few wrinkles are still slightly visible. - 14 bars: wrinkles and the change in the balloon profile were no longer visible. The twist on the guide wire lumen was clearly visible. After the inflation test, the balloon was successfully deflated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using an inpact pacific device to treat a lesion in an unknown location. It was reported that during the procedure a balloon twist occurred. Wrapping was identified, but it did not affect the procedure. No patient injury was reported. Please note that this device (inpact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral ). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.